Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that two attachment devices had an unspecified malfunction. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. It was reported that there was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact name provided. Reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were not functioning. It was further reported that the device interior mechanics showed a lack of lubrication and a high level of abrasion, the needle bearing was damaged, and abnormal heat development was found. Therefore, the reported condition was confirmed. However, a clear root cause for the manufacturing needle bearings could not be determined. It was determined that this appears to be related to deviation of tolerances during production. It was determined that in case there was not enough freedom of movement between the eccentric shaft and the bearings needles, excessive debris can occur. The probable root cause was determined to be due to faulty production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.